Event description:
It was reported that the caller's t: slim x2 pump battery would not charge, and attempts to remedy the issue using the tandem charging cable and wall adapter were unsuccessful. There was no adverse impact to the customer's blood glucose level reported. The technical support team decided to replace the pump, advised the customer to use their current pump with backup therapy until the replacement arrived, and instructed them on the necessary steps upon receiving the new pump.